Manufacturer narrative:
Additional information was received on 1/2/2020, patient¿s date of birth is (B)(6) 1971, it was reported that a 26-year-old caucasian female patient underwent primary breast augmentation experienced bilateral pain, fibromyalgia, autoimmune symptoms including multiple sclerosis, migraines, cardiac symptoms, food allergies, environmental allergies, rashes, chest symptoms, lung symptoms, abdominal symptoms, arm symptoms, bilateral episodic masses, ill feelings and bilateral capsular contracture baker grade unknown post procedure. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Date of birth: unknown. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 325cc mentor smooth round moderate profile saline breast implants experienced bilateral complications post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right sided device. See 1645337-2019-25080 for contralateral prosthesis report.